Event description:
The customer reported to baxter (B)(4) regarding the all-in-one empty container in which it leaked. The location of leak could not be identified. This occured after filling nutrition solution in the bag by use of an automix machine. Although there was patient involvement, no injury is reported associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; however, a batch review was performed on the reported lot with no deviations found. As the sample was not available, the condition could not be confirmed and an assignable root cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.